Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2016-03171 / 03173). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eleven years post-implantation due to alleged pain, loosening, dislocation, bone fracture, lack of mobility, elevated metal ion levels, metal poisoning, metallosis, physical scarring, disfigurement, and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately eleven years post-implantation due to alleged pain, loosening, dislocation, bone fracture, lack of mobility, elevated metal ion levels, metal poisoning, metallosis, physical scarring, disfigurement, and metal debris. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in operative notes received that patient underwent a right hip revision procedure approximately eleven years post-implantation due to pain and elevated metal ion levels. During the procedure, joint effusion and melanosis were noted. The acetabular cup and the femoral head were removed and replaced, and an acetabular liner was also implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant products: biomet m2a taper adapter catalog#: 139252 lot#: 799840. Biomet bi-metric femoral stem catalog#:x180309 lot#: 784660.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: biomet m2a taper adapter: catalog #: 139252, lot #: 799840.